Event description:
The customer reported an issue which they discovered on one system during clinical use; the scaling had not been set on the iviewgt. This was not identified as a safety issue at the time. It was only upon further analysis investigation, dated 2008, that the safety implications became clear which would classify this "device malfunction" event as a MDR.

Manufacturer narrative:
Investigation conclusion: the factory default setting on the iviewgt does not appear to have been changed during calibration by the engineer, leading to a scaling of 4x that was expected. In larger measurements this would be obvious, as it was to this customer. However, for small measurements this scaling error might not be recognized and might lead to incorrect pt positioning. Therefore there is a potential for serious injury if the event/malfunction were to recur. Steps for corrective action associated with this issue are being investigated.